Event description:
It was reported the device entrapment occurred. The 70% stenosed, tight target lesion was located in the mild to moderately calcified and mildly tortuous mid left anterior descending artery. The opticross imaging catheter was advanced to size the lesion prior to stent implantation. After a synergy stent was implanted, the same opticross was advanced over a 185cm non-boston scientific wire to assess the deployed stent. When the physician turned the image on, he felt the catheter rotate in his fingers outside the hemostasis valve. The physician tried to turn the image off but it would not so the physician quickly pulled the entire wire and catheter out of the patient. The rotating catheter was wrapped around the guidewire inside the patient making removal from the wire impossible. The entire catheter, from the distal tip and toward the proximal end was wrapped with the guidewire. There were no patient complications and angiography did not reveal any damage to the artery. The procedure was completed using an alternate method or device.

Event description:
It was reported the device entrapment occurred. The 70% stenosed, tight target lesion was located in the mild to moderately calcified and mildly tortuous mid left anterior descending artery. The opticross imaging catheter was advanced to size the lesion prior to stent implantation. After a synergy stent was implanted, the same opticross was advanced over a 185cm non-boston scientific wire to assess the deployed stent. When the physician turned the image on, he felt the catheter rotate in his fingers outside the hemostasis valve. The physician tried to turn the image off but it would not so the physician quickly pulled the entire wire and catheter out of the patient. The rotating catheter was wrapped around the guidewire inside the patient making removal from the wire impossible. The entire catheter, from the distal tip and toward the proximal end was wrapped with the guidewire. There were no patient complications and angiography did not reveal any damage to the artery. The procedure was completed using an alternate method or device. It was further reported that this was the same event reported under MDR 2134265-2022-04972.